Manufacturer narrative:
Report date: 06feb2019. Date rec'd by MFR: 05feb2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touchscreen and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2019. Report date: 18jan2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the touchscreen could not be calibrated. There was no patient involvement. Event date not specified; estimate used.